Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein extensions were added. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. The patient will undergo an ipg revision procedure.